Event description:
It was reported that during a lap appendectomy procedure, the bag broke when removing it with specimen in it. The incision was enlarged slightly to remove the bag and specimen with no patient consequences. The case was finished laparoscopically, no extended hospitalization, no antibiotics required. Pt status is stable and has been discharged. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.